Event description:
Patient undergoing proctocolectomy with loopileostomy with a combined laparoscopic open approach for fimilial adenomatous polypous in 05. The patient's rectum was removed. An ta stapler was used to staple across the lower portion of the rectum, right at the anal verge. When the stapler was released doctors found the staples had incompletely fired. A couple of staples were malformed the rest of the anal suture line was completely open. As a result the anus had to be hand stiched. The hand stiching increases the risk of anal sphincter muscle damage.